Manufacturer narrative:
The device eval revealed corrosion within internal components of the device.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill heated up. The event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.